Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate, cause was unknown. The customer's blood glucose (bg) level was 595 mg/dl. Customer delivered a correction bolus to address high bg. In addition, the customer attempted to deliver a bolus, but did not successfully deliver the bolus, leading to an elevated bg level. Lastly, customer did not resume insulin delivery fast enough after filling the tubing with insulin. Customer was able to resume insulin delivery and continued using the pump.